Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: patient age at time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA notapplicable babgenusunsp babgenusunsp, lot number ni. D4: upc #, lot # and UDI # are not available. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: health effect clinical code: e172003 also refers to consumer alleged about "contact dermatitis (subsumed inflamed itchy skin, red bumpy and more irritated, rash and pain)". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she had a severe burn from using band-aids. She had a very bad wound and used band-aids to cover it. She had a strong case of contact dermatitis which was confirmed by urgent care. It was in the shape of a band-aid and really irritated her skin more than her wound. It was inflamed and had itchy red bumps and had been going on for 4 days. She went to urgent care to get treated for both the wound and rash. They gave her IV antibiotic&apos;s and a steroid but the rash still hasn¿t healed. The steroid was specifically for the rash. It has not gone down with multiple rounds of antibiotics. It has put her through pain and frustration because she was already dealing with a horrible wound. Now she has severe dermatitis which is extremely itchy and painful to deal with.